Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a vitrectomy procedure the surgeon was having issues with the air fluid exchange. Due to fluid creeping into the air line, the air has to push all the fluid out before the surgeon is able to get air into the eye which causes the exchange to be very slow. Surgery was completed with the same system and accessories with no harm to the patient.